Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided.

Event description:
It was reported that patient had titanium allergy, failed 3 mon after placement. Tooth 5. Implant was removed. Additional appointment required for ridge augmentation.

Manufacturer narrative:
Zimvie received one (1) bopt4311 (3i t3 tapered implant 4/3 x 11.5mm) for evaluation. Visual evaluation was performed. The returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. (Cal3845 due aug 27, 2025). DHR review was completed for the subject lot number 2019111848. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019111848 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: allergic reaction¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz rev 12, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. The implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.